Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in canada. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to knee arthroplasty, the blue impactor pad was identified to be cracked. Another impactor was available to be used for the procedure. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. A photograph provided confirmed the impactor pad had fractured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: this complaint is confirmed via product evaluation. Visual examination of the returned product identified signs of repeated use with nicks and gouges. Additionally, the unit was fractured. Medical records were not provided. A review of the device history record identified no related deviations or anomalies during manufacturing. A definitive root cause is attributed to standard wear and tear from repeated use for over nine (9) years. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.